Manufacturer narrative:
The end user stated she has pictures she can provide and wanted to reach out to invacare to see is they would be willing to fix the chair. To date no pictures have been provided. She was unable to provide the model number or serial number of the chair. She was unable to say how long she was in hospital. She was unable to provide details of her injuries or treatment, providing only very generic descriptions saying she broke bones in her face. She also did not want to provide her phone number but did give her email address. Multiple attempts have been made to get further information regarding the device identification, issues with the device prior to and at the time of the incident, any service or repairs to the device and the availability for return as well as injury and treatment information without success. The cause of the issue or if there was a device malfunction has not been confirmed at this time. Should additional information become available, a supplemental record will be filed.

Event description:
The end user stated about 10 months ago at home in the driveway, her invacare powerchair threw her to the ground and the chair kept running over her. She said the rescue team was called. She broke bones in her face and had bruises all over. She stated that she was in the hospital and rehab for weeks.